Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations. It was reported that the right ventricular (rv) lead exhibited undersensing. It was also reported that the right atrial (ra) lead exhibited intermittent undersensing during atrial arrhythmia. Reprogramming was carried out and both leads remain in use. No patient complications have been reported as a result of this event.